Event description:
It is reported that needle retraction issues are leading to needle piercing the catheter. Staff state it is dragging and if they have to pull out a bit at all it punctures the plastic part. They said the babies are being stuck multiple times due to this.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.